Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was reported as resolved, with no corrective actions at this time. No additional adverse patient effects were reported. Product remains in service. Additional information was received that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an atrial driven event. After anti-tachycardia pacing (atp) was delivered, the rate accelerated into the vt zone and the device delivered an electric shock which induced atrial fibrillation. No additional adverse patient effects were reported. At this time, this device remains in service.